Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The applicator was received and evaluated. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. Customer complaint is undetermined as it cannot confirm nor deny reported allegation with the return product. The g7 wearable has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 codes: health effect - impact code problem code: f2304 prophylactic treatment / code not available h6 codes: health effect - impact code problem code : correction to disregard 4650 appropriate term/code not available.

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient inserted a new sensor into her arm. Shortly after insertion, the sensor failed, and she removed it. Upon removal, she observed that the sensor wire had detached from the wearable device and remained embedded in her arm. The patient reported localized achiness and noted that she could feel the wire when touching the area. She sanitized the site and applied a bandage to protect it from contact. On (B)(6) 2025, technical support contacted the patient and confirmed that she had spoken with a physician by phone. The physician prescribed an oral antibiotic prophylactic (cefalexin); however, the patient had not yet taken the medication. She did not attempt to remove the wire herself and had not sought additional medical assistance. At the time of the report, the patient was fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The g7 wearable were received and evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and goosenecking was found. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. The probable cause could not be determined. No additional patient or event information is available.